Manufacturer narrative:
(B)(4)

Event description:
The patient had posterior neuro eschemic ulcer on the point of insertion of the tendon of achilies of which there was tendon, fascilia and bone involvement. A pico treatment program was adopted. After 2 days the patient noticed there was leakage and a foul smell. On return after a period of 4 days, there was nicrotic tissue, a foul smelling odour and the patient was running a fever. The wound digressed to a serious state and was referred with immediate effect to a cardio vascular surgeon.